Manufacturer narrative:
(B)(4). The g5 system is associated with product code (B)(4). Product code (B)(4) is not currently available in field d.2b.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The battery was charged. Upon starting the unit, the receiver was observed to be perpetually rebooting. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.